Event description:
(B)(4): it was reported that the equipment boom made a "crack and pop noise" and the service head allegedly tilted forward. Reportedly, some equipment allegedly fell off of the shelves that are attached to the boom. There was no patient involvement and no adverse consequence reported.

Manufacturer narrative:
There was no patient involvement reported, therefore, no patient data exists. The boom was initially evaluated on (B)(4), 2012 and repaired on (B)(4) 2012 by field service technicians at the customer facility. Evaluation summary: it was reported that the equipment boom made a "crack and pop noise" and the service head allegedly tilted forward. Reportedly, some equipment allegedly fell off of the shelves that are attached to the boom. There is a possibility that the shelves were overloaded with equipment resulting in excessive weight causing the service head to tilt forward, however, further investigation is ongoing to determine the root cause. There was no patient involvement and no adverse consequence reported. This is not a single use device.